Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting the "apply sample" symbol after he had applied a sample onto the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began the same day at 2:00pm. The cca noted that the patient manages his diabetes with diet and exercise. It is not clear what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The patient reported that approximately 30 minutes after the issue started he became dizzy, lethargic and shaky. The patient denied receiving medical attention. At the time of troubleshooting, the cca noted that the patient was using incorrect testing technique; however, when the patient retested with a new vial of test strips, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being report because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.